Manufacturer narrative:
The technician replaced the communications circuit board to repair the bed.

Event description:
Info received indicates there is no communication between the bed and the nurse call.